Manufacturer narrative:
Pump received with a broken retainer ring. Unable to perform displacement test due to the broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the broken retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially broken retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side, cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.